Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was 543mg/dl at the time of incident. Troubleshooting found that the alarm cannot be cleared. The product will be returned.

Manufacturer narrative:
Findings: pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.